Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that on (B)(6) 2019 a patient visited the clinic for an iud insertion. An hcg test was administered at 1430 with a confirmed false positive urine hcg result x1, a timer was not used waiting for the result. The patient was sent to the lab at 1435 for a serum quantitative test with a result of <1 miu. The iud was inserted. The patient was not provided/withheld treatment nor were there changes in medication due to the hcg results. No adverse patient outcome. Troubleshooting occurred with a discussion about the false positive event and possible causes such as technique, storage, handling, and specimen factors per package insert (pi). It is important that the background clear before the result is read and if a control line fails to appear, insufficient sample or incorrect procedural techniques are most likely the reason for a control line failure.

Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing batch record review could not be performed as a lot number could not be obtained. A root cause could not be determined based on the available information. Case details indicate that the patient was taking iron supplements and nifedipine. These substances have not been evaluated for interference with this device (see the performance characteristics section of the package insert for more information). Additionally, the customer transferred 3-5 full drops of sample to the device and read the results at 2-3 minutes (a timer was not used). Per the package insert: hold the pipette vertically and transfer 3 full drops of urine (approx. 100 l) to the specimen well (s) of the test cassette, and then start the timer. Read the result at 3 minutes. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.